Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that during a spinal fusion surgery, the healthcare professional noted ¿melting¿ of the catheter after ¿bovie was used at 50¿ near the catheter. It was noted the hcp stated they had done many other procedures on catheters with no such effect. It was noted the location of the catheter issue was the spine incision area. The reporter stated that neurosurgery was called and they replaced the damaged tubing segment. It was noted there were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. The pump contained lioresal (baclofen).